Event description:
It was reported that the patient with this pacemaker visited the emergency room (ER) after a syncopal episode and pocket stimulation. The pacemaker was interrogated and found to be operating in safety mode. Subsequently, a replacement procedure was performed. This pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.